Event description:
It was reported that the patient underwent a replacement surgery for an artificial urinary sphincter (aus) that was implanted ten years ago due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome.